Manufacturer narrative:
H3 - device evaluation: lens was returned dry, in a micro-centrifuge vial with clear surgical residue on the product. Visual inspection found no visible damage to the lens and residue on the lens. G4 - g4 date in initial medwatch report of "20-apr-2022" should be corrected to "22-apr-2020". Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.50/2.00/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for the same model and length lens due to lens rotation not associated to low vault. This exchange resolved the problem.